Event description:
It was reported that the implantable neurostimulator would not recharge or reboot. The battery history was not complete, but patient was not aware of 3 occasions when the battery depleted and was rebooted prior to the explant procedure on (B)(6) 2011. The patient believed the attempts at explant was the first time. There was no patient injury.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 37712 serial # (B)(4) determined there was reduced battery capacity due to an overdischarge with no significant anomalies. Foreign material was found in the connector port. Good, stable output was found after a physician mode recharge (pmr) recovery was performed. Analysis of accessory kit plug model 3550-09 serial # unk determined no anomaly was found.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Accessory kit model 3550-09, serial # unknown. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.